Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pid") and blindness ("vision loss") in a female patient who had essure (batch no. D60139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, blindness (seriousness criterion medically significant), hypertension ("arterial hypertension"), menorrhagia ("heavy prolonged period"), dysmenorrhoea ("severe colic during period"), uterine spasm ("contractions"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("extreme tiredness"), alopecia ("hair loss"), depression ("depression"), skin disorder ("dermatological issues") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, blindness, hypertension, weight increased, menorrhagia, dysmenorrhoea, uterine spasm, abdominal pain, arthralgia, headache, fatigue, alopecia, depression, skin disorder and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, blindness, depression, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, pelvic inflammatory disease, skin disorder, uterine spasm, vitamin d deficiency and weight increased to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ('pid / chronic salpingitis') and blindness ('vision loss') in a female patient who had essure (batch no. D60139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required) with pelvic pain, blindness (seriousness criterion medically significant), hypertension ("arterial hypertension"), menorrhagia ("heavy prolonged period"), dysmenorrhoea ("severe colic during period"), uterine spasm ("contractions"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("extreme tiredness"), alopecia ("hair loss"), depression ("depression"), skin disorder ("dermatological issues"), vitamin d deficiency ("vitamin d deficiency"), uterine haemorrhage ("severe uterine haemorrhage") and adenomyosis ("fallopian tube adenofibroma") and was found to have weight increased ("weight gain"). The patient was hospitalized for 5 days. The patient was treated with surgery (on (B)(6) 2019 total hysterectomy with bilateral salpingectomy to remove essure). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, blindness, hypertension, weight increased, menorrhagia, dysmenorrhoea, uterine spasm, abdominal pain, arthralgia, headache, fatigue, alopecia, depression, skin disorder, vitamin d deficiency, uterine haemorrhage and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, blindness, depression, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, pelvic inflammatory disease, skin disorder, uterine haemorrhage, uterine spasm, vitamin d deficiency and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrium with incipient lesions of chronic salpingitis and fallopian tubes without changes, one of them with adenofibroma. Most recent follow-up information incorporated above includes: on 11-sep-2020: reporter's information updated (initial updated); date of essure removal and lab test were added; new events were added: "severe uterine haemorrhage and fallopian tube adenofibroma". Pid amended with salpingitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("pid") and blindness ("vision loss") in a female patient who had essure (batch no. D60139) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, blindness (seriousness criterion medically significant), hypertension ("arterial hypertension"), menorrhagia ("heavy prolonged period"), dysmenorrhoea ("severe colic during period"), uterine spasm ("contractions"), abdominal pain ("abdominal pain"), arthralgia ("joint pain"), headache ("headaches"), fatigue ("extreme tiredness"), alopecia ("hair loss"), depression ("depression"), skin disorder ("dermatological issues") and vitamin d deficiency ("vitamin d deficiency") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, blindness, hypertension, weight increased, menorrhagia, dysmenorrhoea, uterine spasm, abdominal pain, arthralgia, headache, fatigue, alopecia, depression, skin disorder and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, alopecia, arthralgia, blindness, depression, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, pelvic inflammatory disease, skin disorder, uterine spasm, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-apr-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid / chronic salpingitis') in a female patient who had essure (batch no. D60139) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity 2 (2 boys). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), menorrhagia ("heavy prolonged period"), dysmenorrhoea ("severe colic during period"), uterine spasm ("contractions"), uterine haemorrhage ("severe uterine haemorrhage"), headache ("headaches"), adenomyosis ("fallopian tube adenofibroma"), skin disorder ("dermatological issues"), blindness ("vision loss"), hypertension ("arterial hypertension"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), alopecia ("hair loss"), depression ("depression") and vitamin d deficiency ("vitamin d deficiency") and was found to have cystadenofibroma of fallopian tube ("one of the fallopian tubes with adenofibroma") and weight increased ("weight gain"). The patient was hospitalized for 5 days. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, abdominal pain, menorrhagia, dysmenorrhoea, uterine spasm, uterine haemorrhage, cystadenofibroma of fallopian tube, headache, adenomyosis, skin disorder, blindness, hypertension, weight increased, arthralgia, fatigue, alopecia, depression and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, blindness, cystadenofibroma of fallopian tube, depression, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, pelvic inflammatory disease, skin disorder, uterine haemorrhage, uterine spasm, vitamin d deficiency and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: because she was unable to perform simple household tasks, she felt anguish and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrium with incipient lesions of chronic salpingitis and fallopian tubes without changes, one of them with adenofibroma. Batch no d60139. Production date 2015-02-11. Expiration date 2018-02-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid / chronic salpingitis') in a female patient who had essure (batch no. D60139) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy and parity 2 (2 boys). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required) with pelvic pain, abdominal pain ("abdominal pain"), menorrhagia ("heavy prolonged period"), dysmenorrhoea ("severe colic during period"), uterine spasm ("contractions"), uterine haemorrhage ("severe uterine haemorrhage"), headache ("headaches"), adenomyosis ("fallopian tube adenofibroma"), skin disorder ("dermatological issues"), blindness ("vision loss"), hypertension ("arterial hypertension"), arthralgia ("joint pain"), fatigue ("extreme tiredness"), alopecia ("hair loss"), depression ("depression") and vitamin d deficiency ("vitamin d deficiency") and was found to have cystadenofibroma of fallopian tube ("one of the fallopian tubes with adenofibroma") and weight increased ("weight gain"). The patient was hospitalized for 5 days. The patient was treated with surgery (total hysterectomy with bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic inflammatory disease, abdominal pain, menorrhagia, dysmenorrhoea, uterine spasm, uterine haemorrhage, cystadenofibroma of fallopian tube, headache, adenomyosis, skin disorder, blindness, hypertension, weight increased, arthralgia, fatigue, alopecia, depression and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, blindness, cystadenofibroma of fallopian tube, depression, dysmenorrhoea, fatigue, headache, hypertension, menorrhagia, pelvic inflammatory disease, skin disorder, uterine haemorrhage, uterine spasm, vitamin d deficiency and weight increased to be related to essure. The reporter commented: because she was unable to perform simple household tasks, she felt anguish and anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: endometrium with incipient lesions of chronic salpingitis and fallopian tubes without changes, one of them with adenofibroma. Most recent follow-up information incorporated above includes: on 10-nov-2020: new information was provided: patient´s medical history (pregnancy and parity 2), date of essure removal, action taken with drug and a lawyer was added in the report. Event adenofibroma of one of the fallopian tubes added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.